Event description:
It was reported that during a da vinci partial nephrectomy surgical procedure, it was noted that the cable broke at the distal end of the large needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cable was broken at the distal idlers. The idler pulleys spun freely and was not damaged. The cable segments stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments distal pulleys had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley. The mechanical indentation and burr damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable if to recur could cause or contribute to an adverse event.